Event description:
The clinician reported that the right ventricular lead exhibited noise. No patient symptoms were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).